Event description:
The cordis clinical research registry in another country, brought this event to our attention reporting that a patient suffered an anterior wall target vessel related myocardial infarction on the same day of the percutaneous coronary intervention. Routine cardiac enzymes were also noted to be elevated after the procedure. The event resolved without sequel. Information regarding the procedure or the lesion and vessel attributes were not provided.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.